Manufacturer narrative:
Additional information was received indicating that the reported issue was discovered outside of clinical use. Based on this information, it has been concluded that this is not a reportable event. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the customer reported that they disconnected the ac and the unit shut down. The customer requested an onsite service and the rse sent dispatch to field for service. The manufacturer's field service engineer (fse) was dispatched to the site and found error code 1124 in the unit. The fse replaced pm pcba and internal battery to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.

Event description:
It was reported to philips by a customer that the unit has a disconnected ac and the unit shut down. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. Pending further investigation and information gathering.